Manufacturer narrative:
Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this gladiator device was examined. A visual examination identified that the balloon had been subjected to positive pressure. A longitudinal tear in the balloon material was identified confirming the event. No damage or issues were found with the shaft, tip or markerbands of the device. No other issues were identified during the product analysis. DHR (device history record) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the gladiator device confirmed that the event of balloon- material rupture was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient anatomy and / or condition.

Event description:
It was reported that a balloon ruptured. The 75% stenosed target lesion was located in a non-tortuous, mildly calcified juxtaposed anastomosis. A 6.0 x40, 75 cm gladiator elite balloon catheter was advanced for dilatation. During the initial inflation at 24 atmospheres, the balloon ruptured. The balloon was subsequently removed from the body, and imaging was performed to confirm that no harm was caused to the patient. The procedure was then completed with another 6 x 40 gladiator device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon ruptured. The 75% stenosed target lesion was located in a non-tortuous, mildly calcified juxtaposed anastomosis. A 6.0 x40, 75 cm gladiator elite balloon catheter was advanced for dilatation. During the initial inflation at 24 atmospheres, the balloon ruptured. The balloon was subsequently removed from the body, and imaging was performed to confirm that no harm was caused to the patient. The procedure was then completed with another 6 x 40 gladiator device. There were no patient complications as a result of this event.